Manufacturer narrative:
(B)(4). Title: "robot-assisted minimally invasive thoraco-laparoscopic esophagectomy versus open transthoracic esophagectomy for resectable esophageal cancer." Source: annals of surgery, volume 269, 2019 (621¿630). Article number: 4. Date of publication: april 2019. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
According to literature source of study performed a robot-assisted minimally invasive thoraco-laparoscopic esophagectomy (ramie) may reduce complications in patients with esophageal cancer. The literature reports on a single-center randomized controlled trial assigning 112 patients with resectable intrathoracic esophageal cancer to either ramie or open transthoracic esophagectomy (ote). It was reported that the procedure requires the use of a clip applier and a linear stapler. The primary endpoint was the occurrence of overall surgery-related postoperative complications post operatively, patient complications reported include: anastomosis leakage requiring surgical and non-surgical intervention, wound infections, post-operative bleeding, abdominal dehiscence, cardiac and pulmonary complications.